Manufacturer narrative:
During the onsite investigation, the technical svc engineer performed a successful verification to specs. No problems were found with the sys. A root cause has not been identified. (B)(4).

Event description:
The ctr dir of the user facility reported a pt with grad 1 dlk (diffuse lamellar keratitis) focal in the left eye following refractive surgery. The pt was treated with add'l steroid medication and symptoms are improving. Add'l info provided via a returned questionnaire indicates the facility has checked the sterilizer, ac, instruments, changed filters, there have been no new techs, reviewed cleaning process with the techs and the result showed nothing different. They had no add'l dlk cases.